Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during an intraocular lens (iol) implant procedure using a preloaded delivery system, the surgeon felt some tightness when advancing the plunger. Therefore the product was unused. The surgery was performed and completed after replacing the product with another one. Additional information was requested.

Manufacturer narrative:
The device and lens were returned separated. Viscoelastic is observed in the device. The plunger is oriented correctly and fully advanced. No damage was observed to the device or the lens. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. A non-qualified viscoelastic was indicated. The root cause for the reported "tightness when advancing plunger, stuck lens¿ may be related to a failure to follow the directions for use (dfu). A non-qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes. The lens was returned separate from the device. No damage was observed. A dimensional inspection (plan view) was conducted. The lens was within the specification per the approved template. The manufacturer internal reference number is: (B)(4).